Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to pancreas for pancreatic collection during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was able to be deployed. However, when the second flange was attempted to be deployed, it cannot be released causing the stent first flange to come out from the pseudocyst. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.